Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. On 12/2001, pt's blood glucose was 38 mg/dl. Only one result documented. Tests were done 10 mins apart. Pt did not experience any adverse events. No further info has been reported.